Event description:
The customer has observed high bias for the immulite 2000 prostate specific antigen (psa) when using reagent lot 379. The assay was run on an immulite 2000 instrument, and high bias affected biorad controls and patient sample results. The customer ran a patient correlation using reagent lot 379 and a new reagent lot. Patient results were reported to the physician(s) who questioned the results. There were no known reports of patient intervention or adverse health consequences due to the high bias on the quality controls for the psa assay when using reagent lot 379.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of (B)(4) percent relative to who(B)(4) has been confirmed. An urgent field safety notice (ufsn) - (B)(4) immulite/immulite 2000/immulite 2000 xpi psa positive bias to who (B)(4) - was sent to customers in june 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.

Manufacturer narrative:
The initial MDR 2432235-2013-00247 was filed on july 2, 2013. Additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.